Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off event on (B)(6) 2024. The infusion set was in use for over 24 hours then about 3 hours. No further information available.

Manufacturer narrative:
Initial and final MDR 1914926 - MDR 3003442380-2024-14777 - device 1 of 2.